Event description:
Reporter alleged obtaining a result of 190 mg/dl on the mobile system compared back to back with a result of 90 mg/dl on the compact plus system and a result of 87 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter also alleged obtaining, at a different time, a result of 439 mg/dl on the mobile system compared back to back with a result of 192 mg/dl on the aviva nano system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the mobile suspect device system used. Reference medwatch report with (B)(4) for the compact plus suspect device system used. Reference medwatch report with (B)(4) for the aviva suspect device system used. Reference medwatch report with (B)(4) for the aviva nano suspect device system used.